Event description:
Boston scientific received information that this right atrial (ra) lead had triggered the lead safety switch (lss). Pocket manipulation, as well as isometric and kinetic exercises were performed did not yield noise or rise in impedance values during testing. The lead remians implanted at this time. The physician is electing to continue to monitor and re-evaluate at next follow-up. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.